Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, the anvil was dislodged and fell into the cavity of the patient. It was removed using graspers. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The investigation detected a secondary condition of knife blade damage that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.if information is provided in the future, a supplemental report will be issued.